Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2021 due to a blood glucose(bg) of 663 mg/dl with high ketones identified as dangerous. Customer was treated with intravenous fluids of saline and insulin, and manual injections. Cause was unknown, however, customer suspects that the heart attack could have attributed to the high bg event and subsequent hospitalization. Customer declined to troubleshoot the issue with tandem technical support. The customer was released from ICU on (B)(6) 2021 with no permanent damage sustained.